Event description:
On (B)(6) 2025, an incident involving a selenia dimensions 2d 6000 system was reported by the user site. Following a scheduled preventive maintenance intervention, the field service engineer observed that the c-arm was descending slowly and spontaneously. Upon inspection, it was determined that the system¿s main vertical travel assembly screw was significantly worn. Additionally, the field service engineer confirmed that inappropriate grease had been used during maintenance to lubricate the vertical travel assembly screw. The use of non-recommended grease could compromise the vertical travel assembly movement, leading to uncontrolled c-arm motion. As a result, the system's safety mechanism triggered an automatic shutdown, rendering the system non-operational. No injury was reported regarding either the patient or the user. The hologic technical service team had advised the distributor to ensure the correct grease is used for lubricating the screws, as the issue may be linked to the application of an inappropriate lubricant. The hologic technical service team clarified that the wrong grease could lead to improper screw function and contribute to mechanical issues such as uncontrolled movement. Hologic is currently awaiting confirmation from the distributor that the vertical travel assembly screw has been replaced and that the system has been tested and is functioning within operational specifications. No further information is currently available.